Event description:
Related manufacturer reference number: 2017865-2023-22368. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's atrial and right ventricular lead exhibited noise due to electromagnetic interference. Episodes of noise reversion were also noted. No intervention was performed. The patient was stable.